Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicated that a wireless software update was performed clearing the elective replacement indicator (eri) message.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended.